Event description:
It was reported that failure to recapture the distal filter occurred. Procedure summary: the patient anatomy was minimally calcified with a type 2-3 aortic arch. Vascular access for the sentinel cerebral protection system (cps) was obtained via a transradial approach. The sentinel cps was positioned, and the proximal and distal filters were deployed. The physicians proceeded with the transcatheter aortic valve replacement procedure. During balloon dilatation of the native valve, the patient became erratic, prompting additional staff to come into the room to restrain the patient from moving. The patients movement prompted the exchange of several devices being used in the procedure. While attempting to recapture the distal filter of the sentinel cps, the physician encountered difficulties with the distal filter slider and was unable to fully recapture the distal filter prior to removal from the patient. The patient was placed under general anesthesia. The procedure was completed without sentinel cps. Patient outcome: the patient is expected to fully recover.

Manufacturer narrative:
H3: device eval by manufacturer: the unit was returned with a .014mm 300mm non-bsc guidewire loaded and protruding from both sides of the sentinel device and an unknown introducer sheath. The introducer sheath was found buckled and residues of blood were observed within the clear tubing. The distal filter slider (#3) was kinked, the articulating distal sheath (ads) was slightly flexed and severely damaged, the longer articulating distal sheath (ads) ribbon was found kinked in two different locations. Damage in the longer articulating distal sheath (ads) ribbon was confirmed by x-ray. Functional analysis of the returned product revealed that the sentinel device was not able to be removed from the introducer sheath and that the distal filter could not be un-sheathed using distal filter slider (#3) due to the kinks in the longer articulating distal sheath (ads) ribbon. Media was received to aid in the investigation and was reviewed by a bsc quality engineer. The reviewed imaging shows a type 2 aortic arch with the innominate and left common carotid (lcc) of separate origin. The right common carotid (rcc) bifurcates from the innominate about 44 mm distal to its origin. The innominate artery measures about 11 - 12.7 mm in diameter along this length. Minimum calcium was noted. The optimal angulation for deployment was 33 degrees left anterior oblique projection.

Event description:
It was reported that failure to recapture the distal filter occurred. Procedure summary: the patient anatomy was minimally calcified with a type 2-3 aortic arch. Vascular access for the sentinel cerebral protection system (cps) was obtained via a transradial approach. The sentinel cps was positioned, and the proximal and distal filters were deployed. The physicians proceeded with the transcatheter aortic valve replacement procedure. During balloon dilatation of the native valve, the patient became erratic, prompting additional staff to come into the room to restrain the patient from moving. The patients movement prompted the exchange of several devices being used in the procedure. While attempting to recapture the distal filter of the sentinel cps, the physician encountered difficulties with the distal filter slider and was unable to fully recapture the distal filter prior to removal from the patient. The patient was placed under general anesthesia. The procedure was completed without sentinel cps. Patient outcome: the patient is expected to fully recover.